Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail and thrombus after transseptal puncture which was successfully aspirated. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, during grasping, the posterior gripper arm would not lower. The clip was then locked, and the gripper was able to lower. The procedure continued, and the clip was deployed. Two clips were implanted, and mr is <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the instructions for use warns: "do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ the investigation determined the reported improper or incorrect procedure or method was due to user error of applying excessive curves on the device. The gripper actuation issue appears to be related to the user error of applying excessive curves on the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.